Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092453 that a female patient underwent a breast surgery with unspecified mentor saline breast implants in 2005. The patient reported that since 2008 she has experienced multiple symptoms. The patient's symptoms include: chronic fatigue, joint and muscle pain, sinus issues, breathing issues, hair loss, chest and breast pain, intolerance to hot and cold, night sweats, metallic taste in mouth, flaky dry skin, dry eyes, brain fog, memory issues, allergies, irritable bowel syndrome, constant yeast infections, food intolerances, and a decline in her mental health. No device issues such as rupture were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.